Manufacturer narrative:
A ge service representative performed an on site investigation. A cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system intermittently failed to boot up. No pt injury was reported.